Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2010 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed an out of spec analysis for the lead. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed and found the proximal conductor fractured. Defib conductor was distorted, several conductors distorted, distal conductor was stretched, defib conductor fractured (overstress), outer tubing overlay had cosmetic environmental stress crack, outer tubing esc breach (non-electrical), outer insulation torn and had cosmetic depression, flexed. The device is part of the advisory for this model.

Event description:
It was reported the lead was removed due to infection. No further patient complications were reported as a result of this event. The lead was returned, analyzed and subsequently tested out of specification.